Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl) due to the customer using an inhaled insulin (afrezza) while using the pump for basal insulin delivery. The customer set a temporary basal rate to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.